Event description:
A customer reported multiple occlusion alarms from their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog/lispro insulin. Tandem customer technical support informed customer that humalog/lispro insulin is indicated for use with tandem supplies for 2 days. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Pump supplies were changed to resolve the issue.